Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 2.066" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found not abnormally sharp or damaged components that could have contributed to the cable breaking. An image was reviewed by an isi failure analysis engineer (fae). It appeared that the proximal clevis was dislodged at the clevis/main tube junction.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper was in a collision with another instrument arm, and the instrument's tip was dislodged from its shaft. The instrument was stuck in the cannula initially and it was removed with the cannula together. An x-ray test was performed to check for potential fragments and the user confirmed that no fragment fell into the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the cannula and instrument were removed from the body in one unit. Then, in sterile processing cannula was removed. The arm was then cleaned and sent out to isi for evaluation.